Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead perforated the pericardium and the patient went into tamponade. An echocardiogram was performed and the perforation was confirmed. A sub-xyphoid puncture was made and the fluid was drawn out. The lead was successfully repositioned. There were no further complications.